Event description:
It was reported that the patient was admitted to the emergency department with multiple issues including arterial occlusion, hypotension and hemorrhagic shock. An anchorfast endotracheal tube holder was applied to the patient. He was fluid overloaded with 12 liters of fluid which contributed to facial edema. A pressure ulcer was noted on the medial upper lip. The anchorfast endotracheal tube holder was retaped the next day and later that day the patient was extubated. After developing respiratory distress, the patient was re-intubated a day later and an anchorfast endotracheal tube holder was applied. Two days later, a suspected deep tissues injury of the upper lip was noted where the ett holder was in place. The affected area was inside the upper lip and on the outside extending to the nose. The upper lip was improving but became unstageable with the presence of black eschar. It was not determined if plastic surgery was needed. The hospital stated that intended procedure would have been for the staff to move the tube regularly, checking under the lip for pressure related damage and most importantly to replace the hollister anchorfast as the patient's lip/face became more edematous.